Manufacturer narrative:
D4. Expiration date ¿ added. D4. Gtin ¿ added. H4. Manufacturing date ¿ added. Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection and functional inspection could not be performed as the product was not returned for analysis. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that 'the stent was dislodged during the stent assisted coiling procedure. The dr had to use one more stent to keep the coils seated. The stent could not be retrieved from the patient body as it was deployed and did not cause any adverse reaction at the site.' Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during stent assisted coiling procedure, the subject stent was dislodged, and the subject stent could not be retrieved from the patient's body as it was deployed. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during stent assisted coiling procedure, the subject stent was dislodged, and the subject stent could not be retrieved from the patient's body as it was deployed. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.